Event description:
Event description guidant received information that the patient implanted with this implantable cardioverter defibrillator (ICD) went into a sinus tachycardia, following strenuous activity. Therapy delivered into the svt caused the patient's rhythm to accelerate. The device delivered programmed therapy, but was unsuccessful in converting the arrhythmia. Therapy was exhausted and the patient required external defibrillation; the arrhythmia was successfully terminated.